Event description:
The repair requests states the motor ran hot, even with oil after about 5 minutes of surgery. On f/u, the customer reported they changed motors and the surgery was continued to conclusion.